Event description:
The report is of a cypher select plus (3.5 x 13mm) which restenosed 3 months after implant. The pt is a male with a history of previous pci, previous CABG, hyperlipidemia, diabetes, myocardial infarction, congestive heart failure and cerebrovascular disease. The 80% stenosis of the cypher 3.5x 13mm in the left main was treated with a cypher 3.5x 18mm stent. The safety and effectiveness of the cypher select + has not been established in pts with unprotected lesions in the left main coronary artery. There is no further info available.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis as it was still implanted. Additionally, no sterile lot number was provided and a review of mfg route sheets could not be completed. With the limited info available, it is not possible to determine the cause or contributing factors to the event. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling.